Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for stimulation. It was reported that an unknown device will shock and "paralyze" him all of a sudden to the point where the patient cannot move. The patient reported that if his wife had not been there to turn it off "he would have died". The stimulation caused him to break his hip and break his leg. He reported that he was addicted to the stimulation so still had it on low. The patient's pain was "too bad." The patient reported that he wants the leads moved up 2 inches. The cause of the event is unknown. No interventions were taken. The health care provider ordered x-rays, however results were unknown at the time of this report. There was no surgical intervention planned or performed. The patient status at the time of the report was alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.